Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via phone that an ar-13991n surefire scorpion needle and an ar-13997sf fastpass scorpion had an issue. During a superior capsule reconstruction on (B)(6) 2022, when the surgeon tried to pass traction stitches through the tissue, he went to fire the traction stitch through the tissue, and it would not pass. The surgeon had to get the fastpass scorpion and the surefire scorpion needle back to the back table and noticed the tip of the needle was gone. It was verified that the needle was stuck in the tissue and the surgeon decided to leave it there. The surgeon was also not sure if the fastpass scorpion had malfunctioned as well and in what way was not indicated. They used a newer ar-13997sf fastpass scorpion (lot number unknown) and another ar-13991n surefire scorpion needle (same lot number), this one shot through, the case was completed successfully, and the patient is fine to date. The surgeon deemed it safe to leave the needle inside and that it was better for the patient than retrieving it.